Event description:
It was reported that during central processing, the permanent cautery hook instrument had cracked insulation. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the permanent cautery hook instrument had crack in the insulation. The crack was at the distal end. The reported issue was identified during central processing. The permanent cautery hook instrument was used in robotic cholecystectomy.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook (pch) instrument to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed, and failure analysis investigations could not reproduce nor confirm the customer-reported complaint. There was no cracked insulation observed during the visual inspection. The instrument articulated as expected during manual articulation. The instrument was fully functional, and no product issue was identified. The complaint was not confirmed based on failure analysis.